Event description:
A (B)(6)-year-old female patient had the device inserted on (B)(6) 2017. On (B)(6), patient began to develop symptoms of bloating and abdominal pain. On (B)(6), patient presented at ER with significant abdominal pain and difficulty breathing and was admitted. Md performed egd on (B)(6) with the intent to remove the device, but presence of food led md to opt to delay removal until the following day. Balloons appeared normal and in correct position. On (B)(6), the device was successfully removed endoscopically from the stomach. The patient was discharged and had no further sequelae. Md diagnosed this adverse event as gastric outlet obstruction.